Event description:
It was reported that the patient presented to the ER for dehydration and chf symptom. During ER visit, the device would not interrogate. Device was explanted. No patient complications have been reported as a result of this event.